Manufacturer narrative:
Based upon new information received, this file is no longer a reportable malfunction. Concomitant medical devices: 1000ml b. Braun bag, (B)(4), lot j6j347, exp 01/2019, lactated ringer¿s.

Event description:
The customer reported the primary set would not primed. Note attached to returned product states "was attached to patient on pump in l&d. Pump alarmed excessive air. Took off pt. Could not prime fluid in line.¿ no patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the male luer on the extension set broke while in use on a patient. No patient harm reported.